Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port implantable port kit was returned for evaluation and one photo was provided for review. Visual, microscopic evaluations were performed on the returned device. A partial break was noted on the groshong valve of the catheter returned. The edges of the partial break were noted to be jagged and the surface was noted to be round and smooth throughout in both regions. Manufacturing site evaluation states that it was observed that the cut was irregular and slightly shorter than the valve cut. Therefore the investigation is confirmed for the reported fracture issue and the photo review also confirms the same. However the investigation is inconclusive for the reported device damaged prior to use issue as the exact circumstance at the time of the event reported was not known. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure in the seventh thoracic vertebra via the right internal jugular vein, upon opening the box, a break was allegedly found in the opening of the flap. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure in the seventh thoracic vertebra via the right internal jugular vein, upon opening the box, a break was allegedly found in the opening of the flap. There was no patient contact.